Event description:
On 07/26/1999, the account reported a hgb=8.8 g/dl and hct=23.9% on a sample run in the closed mode. The pt was transfused 2 units of blood due to the reported result. After the transfusion, the pt had a hgb=14 g/dl. The same pt sample was later run in open mode and a hgb=11 g/dl and hct=33% was obtained. Further info from the account indicated the pt was stable.